Event description:
It was reported a week after initial implant, there was no reaction on spasticity despite increases in daily dose. The healthcare professional (hcp) performed a catheter access port (cap)/catheter check using x-ray and a rotor test. Results were normal. The hcp decided to replace the catheter with a new catheter. The hcp attempted increasing the daily dose. Logs were checked. The reservoir was accurate. They then attempted to give a bolus through the pump; no reaction. A "lc bolous" (lumbar puncture) was performed with a good reaction. A rotor test was 'ok'. The hcp wanted to replace the entire system. After the replacement, there was no change and the dose was increased, again. The patient was also given 2 higher boluses/day. This resulted in a 'slight reaction on the patient spasticity'. It was noted the patient would need more programming. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8781, lot# 0207783232, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_ascenda_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0207783232, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID 8781, lot# 0207795900, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported updated product identification information. The patient was "perfect now" and was getting 300 microgram/day with flex mode with 2 boluses a day. They thought the problem was only a matter of dosing and nothing else.